Event description:
It was reported that while unpacking the device for a coronary stenting treatment procedure, it was found that the stent had moved on the balloon. The procedure was completed with another device. There was no patient involvement with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was free moving on the balloon. A detailed examination of the stent found no evidence of any damage. The balloon did not appear to have been subjected to any positive pressures. A clear impression was visible on the balloon of where the stent had been crimped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking the device for a coronary stenting treatment procedure, it was found that the stent had moved on the balloon. The procedure was completed with another device. There was no patient involvement with this event.